Event description:
The account alleged that when weight is put on the foot end of the bed, the bed will rise about four inches. No alleged injuries.

Manufacturer narrative:
The account found the hi-low cover on the foot end was causing the wires to be pinched therefore causing the bed to rise. Also it was stopping the bed from going into full trendelenberg position. The account replaced both hi-low drives to resolve the issue.